Event description:
On (B)(6) 2017, the reporter contacted lifescan USA, alleging an unusual issue with the subject meter; the meter allegedly displayed a message saying "change strip can not read". This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.